Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to insulation wear. This lead showed a decrease in the impedance and increased capture thresholds. The issue was discovered at an in-office interrogation. No additional adverse patient effects were reported.